Event description:
The event occurred before an unspecified procedure. There was no patient harm reported. It is unknown if there is a delay in procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with additional information about the event. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reprocessing issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No serial number was provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, when liquid was put through the water container, dust came out of the tube of the device, indicating possible insufficient reprocessing. Patient identifier (B)(6) captures a complaint on evis lucera elite gastrointestinal videoscope (model number: gif-xp290n, serial number: (B)(6) ) with a similar insufficient reprocessing issue. There was no harm or user injury reported due to the event.